Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the surgeon was reaming, following the plan of mako, which was reviewed by the mps with the surgeon prior to the surgery, he was not very satisfied with what he saw after reaming with the arm of mako, so he finished the reaming process manually. When beginning to use the impactor to place the trial cup, they were not satisfied with the position of the cup, they even asked to take an x-ray that showed that the implant was completely out of the desired place, so they finished placing the cup manually. The inclination indicated by the mako system was not the same as they saw the surgical field. The mps informed them that probably by partially performing the procedure manually, the system lost the references and the rotation center established in the plan, so it is impossible to trust the results after having intervened manually in the process. Anyway the surgeons were not satisfied as they indicate that the difference between what was done versus what was planned was more than 10 degrees of inclination. Another comment of the surgeons is that the mako system did not correctly show the inclination values, since they, when measuring the position of the impactor inside the acetabulum with a manual instrument, did not fit them with what the robotic system said. Finally, they finished placing the shell manually. Case type: tha. Surgical delay: <30 min. Surgery was not completed robotically.

Event description:
When the surgeon was reaming, following the plan of mako, which was reviewed by the mps with the surgeon prior to the surgery, he was not very satisfied with what he saw after reaming with the arm of mako, so he finished the reaming process manually. When beginning to use the impactor to place the trial cup, they were not satisfied with the position of the cup, they even asked to take an x-ray that showed that the implant was completely out of the desired place, so they finished placing the cup manually. The inclination indicated by the mako system was not the same as they saw the surgical field. The mps informed them that probably by partially performing the procedure manually, the system lost the references and the rotation center established in the plan, so it is impossible to trust the results after having intervened manually in the process. Anyway the surgeons were not satisfied as they indicate that the difference between what was done versus what was planned was more than 10 degrees of inclination. Another comment of the surgeons is that the mako system did not correctly show the inclination values, since they, when measuring the position of the impactor inside the acetabulum with a manual instrument, did not fit them with what the robotic system said. Finally, they finished placing the shell manually. Case type: tha. Surgical delay: <30 min. Surgery was not completed robotically.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported ¿when the surgeon was reaming, following the plan of mako, which was reviewed by the mps with the surgeon prior to the surgery, he was not very satisfied with what he saw after reaming with the arm of mako, so he finished the reaming process manually. When beginning to use the impactor to place the trial cup, they were not satisfied with the position of the cup, they even asked to take an x-ray that showed that the implant was completely out of the desired place, so they finished placing the cup manually. The inclination indicated by the mako system was not the same as they saw the surgical field. The mps informed them that probably by partially performing the procedure manually, the system lost the references and the rotation center established in the plan, so it is impossible to trust the results after having intervened manually in the process. Anyway the surgeons were not satisfied as they indicate that the difference between what was done versus what was planned was more than 10 degrees of inclination. Another comment of the surgeons is that the mako system did not correctly show the inclination values, since they, when measuring the position of the impactor inside the acetabulum with a manual instrument, did not fit them with what the robotic system said. Finally, they finished placing the shell manually.¿. Product evaluation and results: not performed as case session data was not provided. Product history review a review of the DHR associated with rio 789 found quality inspection procedures successfully passed. Complaint history review a search of the complaint database under device identification pn 209999 reports similar complaints for tha software - software error. The complaint record numbers are: (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). Conclusions: the failure could not be determined no case session data or logs were provided after three communication attempts were made.. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - software error.